Manufacturer narrative:
Corrected field : device available for evaluation. It was previously reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve has leakage of csf post implantation and was revised. The valve was implanted to the patient; however, date of implant and initial setting are unknown. It was reported that there is a suspicion of leakage near the shunt device. The csf was standing near the shunt. The surgeon commented that there was no problem before using the product. No further information was provided by hospital. The product will be returned to your site.